Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada #10. Details of surgery: primary stability not achieved and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, swelling, increased sensitivity, abscess and inflammation. No further patient complications were reported.